Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During troubleshooting with technical support of a drain complication alarm, the peritoneal dialysis patient contact reported that the patient was in the hospital bed at the time of the call. It is unknown why the patient was admitted to the hospital. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information was solicited and received. The issue was resolved with technical support, however the patient decided to cancel treatment. There was no complications as a result of the alleged event. The patient was not hospitalized. There was no effect on patient outcome and there was no medical intervention.